Manufacturer narrative:
Visual findings observed that the battery compartment has signs of previous battery corrosion such as white residue on battery springs and compartment sidewalls. Site stickers and sticky residue were observed on the exterior housing. Evaluation of the unit found that when the mode switch was slid to voice & tone and voice only modes, the unit did not sound when weight was lifted off of the sensor pad. The unit passed all other functional testing when the mode switch was slid into the tone mode. Upon opening the unit, the pcba and speaker were contaminated with battery corrosion coming from the compartment. This is the cause of the unit not sounding as intended. The unit sounded properly after the pcba was cleaned with alcohol. This loss of functionality could lead to the alarm not sounding as intended, which could result in the alarm failing to alert the caregiver of a patient exit. Many instances of battery leakage are a result of customer misuse, most commonly by the customer storing the unit for prolonged period with the batteries inside and also by either using batteries with mixed voltages, not replacing the battery supply as a unit. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. (B)(4).

Event description:
Customer states the alarm will not sound or alarm. The only time is does is when the volume/tone button is pushed or the unit is turned off/on. It will only give a chirp in those cases. The date the issue was discovered is unknown and no patient incident or injury was reported.